Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit which was a getinge rental unit. The unit was failing a weekly checkout of unit by customer. The fse checked the logs and there was nothing showing in the alarms, performed a completed checkout and found that the pressure test would only go up to 330psi, tried adjusting the regulator to up the pressure and nothing changed. The compressor would not ramp up. The fse ordered a scroll compressor and returned at a later date to install. The fse disassembled the unit to gain access to the compressor, removed the compressor and installed a new compressor, ran unit thru a pressure regulator test and adjusted to factory setting, ran unit thru a complete calibration and electrical safety test unit is cleared for use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a weekly check by the customer it was observed that the cardiosave intra-aortic balloon pump (iabp) failed the weekly test. There was no patient involved and no adverse event reported.

Manufacturer narrative:
Unit has been returned to customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6).